Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the fibrous nature and the results of the component analysis, it is speculated that the foreign matter may have originated from cotton hand towels, cloths, towels, etc. It was not possible to determine what the foreign object was, when it got stuck, or how it got stuck. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colono videoscope had foreign matter in the clogged air and water supply nozzle. The material appeared to be fibrous. There was no patient involvement.